Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "infection within a short time after receiving the implant, red and inflamed, chills and fever; possible seroma¿. Device remains implanted. This record is for the left side.